Event description:
It was reported that the epg (external pulse generator) was in use on a patient after aortic valve replacement. The device switched from vvi to doo pacing mode when the keyboard was locked. It was noted that the emergency button had been pushed by accident, however, it is unknown who pressed it. The device was disconnected from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the external pacemaker switched from vvi to doo pacing mode when the keyboard was locked. The external pacemaker was disconnected from the patient. No patient complications have been reported as a result of this event.